Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the product is leaking fluid out of the needle.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured between 29apr2023 and 02may2023. Four opened but unused devices were returned for evaluation. Functional testing was completed was completed per procedure; the reported issue was not observed on the returned product. Based on the available information, the reported condition could not be confirmed. A root cause was not determined. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.